Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('retrieval of essure fragment from omentumm'), device dislocation ('left coils still in abdomen/ migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, gastrointestinal disorder, asthma, depression, esophagitis and pneumonia. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("cycles have gotten very heavy since insertion of essure"), dysmenorrhoea ("pain gets worse with cycles"), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding"), abdominal distension ("swelling in my abdomen looking 9 months pregnant"), back pain ("back pain"), headache ("headaches"), fatigue ("fatigue"), neuromyopathy ("neuromuscular problems"), arthralgia ("joint pain"), dizziness ("light-headedness") and tooth disorder ("dental issues"). The patient was treated with surgery (laparoscopy for retrieval of retained essure device on (B)(6)2019 and removal of fallopian tubes, supracervical hysterectomy on (B)(6)2019). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, genital haemorrhage, abdominal distension, back pain, headache, fatigue, neuromyopathy, arthralgia, dizziness and tooth disorder outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, neuromyopathy, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2019: findings: a left-sided essure device projects over the left hemipelvis. Additional 2 mm radiopaque fragment projects more cephalic just inferior to the left sacroiliac joint likely represents additional small retained fractured fragment of the left essure device. Impression: 1. A retained essure device projects over the left hemipelvis. Additional 2 mm radiopaque fragment projects more cephalic just inferior to the left sacroiliac joint likely represents additional small retained fractured fragment of the left essure device which has migrated into the more lateral left hemipelvis; on (B)(6)2019: findings: a left-sided essure device projects over the left hemipelvis. Additional 2 mm radiopaque fragment projects more cephalic just inferior to the left sacroiliac joint likely represents additional small retained fractured fragment of the left essure device. Impression: 1. A retained essure device projects over the left hemipelvis. Additional 2 mm radiopaque fragment projects more cephalic just inferior to the left sacroiliac joint likely represents additional small retained fractured fragment of the left essure device which has migrated into the more lateral left hemipelvis. Impression: no change in prior study. A solitary essure device is identified in the pelvis. Laparoscopy - on (B)(6)2019: left essure not demonstrated in surgery; on (B)(6)2019: laparoscopy with search for essure device and retrieval of essure device. Operative findings: essure device located in the omentum, small fragment probably located also. On the dorsal side of the omentum, the hint of the essure device was able to be seen and then we uncovered the fatty tissue around it and then the device was completely seen. There was also a little granuloma to the patient's left of the device which mayor may not have been the other tiny fragment that was seen. Pathology test - on (B)(6)2019: uterus and bilateral fallopian tubes, supra cervical hysterectomy/ bilateral salpingectomy. Endocervix: no significant pathologic change; endometrium: proliferative phase; myometrium: no significant pathologic change; serosa: no significant pathologic change; fallopian tubes: no significant pathologic change. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events headaches, swelling in my abdomen looking 9 months pregnant were added. Event device breakage added, event perforation updated to dislocation of left essure in abdomen. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('retrieval of essure fragment from omentum'), device dislocation ('left coils still in abdomen/ migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, gastrointestinal disorder, asthma, depression, esophagitis and pneumonia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("cycles have gotten very heavy since insertion of essure"), dysmenorrhoea ("pain gets worse with cycles"), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding"), abdominal distension ("swelling in my abdomen looking 9 months pregnant"), back pain ("back pain"), headache ("headaches"), fatigue ("fatigue"), neuromyopathy ("neuromuscular problems"), arthralgia ("joint pain"), dizziness ("light-headedness") and tooth disorder ("dental issues"). The patient was treated with surgery (laparoscopy for retrieval of retained essure device on (B)(6) 2019 and removal of fallopian tubes, supracervical hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, genital haemorrhage, abdominal distension, back pain, headache, fatigue, neuromyopathy, arthralgia, dizziness and tooth disorder outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, neuromyopathy, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: findings: a left-sided essure device projects over the left hemipelvis. Additional 2 mm radiopaque fragment projects more cephalic just inferior to the left sacroiliac joint likely represents additional small retained fractured fragment of the left essure device. Impression: 1. A retained essure device projects over the left hemipelvis. Additional 2 mm radiopaque fragment projects more cephalic just inferior to the left sacroiliac joint likely represents additional small retained fractured fragment of the left essure device which has migrated into the more lateral left hemipelvis; on (B)(6) 2019: findings: a left-sided essure device projects over the left hemipelvis. Additional 2 mm radiopaque fragment projects more cephalic just inferior to the left sacroiliac joint likely represents additional small retained fractured fragment of the left essure device. Impression: 1. A retained essure device projects over the left hemipelvis. Additional 2 mm radiopaque fragment projects more cephalic just inferior to the left sacroiliac joint likely represents additional small retained fractured fragment of the left essure device which has migrated into the more lateral left hemipelvis. Impression: no change in prior study. A solitary essure device is identified in the pelvis. Laparoscopy - on (B)(6) 2019: left essure not demonstrated in surgery; on (B)(6) 2019: laparoscopy with search for essure device and retrieval of essure device. Operative findings: essure device located in the omentum, small fragment probably located also. On the dorsal side of the omentum, the hint of the essure device was able to be seen and then we uncovered the fatty tissue around it and then the device was completely seen. There was also a little granuloma to the patient's left of the device which mayor may not have been the other tiny fragment that was seen. Pathology test - on (B)(6) 2019: uterus and bilateral fallopian tubes, supra cervical hysterectomy/ bilateral salpingectomy. Endocervix: no significant pathologic change; endometrium: proliferative phase; myometrium: no significant pathologic change; serosa: no significant pathologic change; fallopian tubes: no significant pathologic change. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('retrieval of essure fragment from omentumm'), device dislocation ('left coils still in abdomen/ migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, gastrointestinal disorder, asthma, depression, esophagitis and pneumonia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("cycles have gotten very heavy since insertion of essure"), dysmenorrhoea ("pain gets worse with cycles"), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding"), abdominal distension ("swelling in my abdomen looking 9 months pregnant"), back pain ("back pain"), headache ("headaches"), fatigue ("fatigue"), neuromyopathy ("neuromuscular problems"), arthralgia ("joint pain"), dizziness ("light-headedness") and tooth disorder ("dental issues"). The patient was treated with surgery (laparoscopy for retrieval of retained essure device on (B)(6) 2019 and removal of fallopian tubes, supracervical hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, genital haemorrhage, abdominal distension, back pain, headache, fatigue, neuromyopathy, arthralgia, dizziness and tooth disorder outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, neuromyopathy, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: findings: a left-sided essure device projects over the left hemipelvis. Additional 2 mm radiopaque fragment projects more cephalic just inferior to the left sacroiliac joint likely represents additional small retained fractured fragment of the left essure device. Impression: 1. A retained essure device projects over the left hemipelvis. Additional 2 mm radiopaque fragment projects more cephalic just inferior to the left sacroiliac joint likely represents additional small retained fractured fragment of the left essure device which has migrated into the more lateral left hemipelvis; on (B)(6) 2019: findings: a left-sided essure device projects over the left hemipelvis. Additional 2 mm radiopaque fragment projects more cephalic just inferior to the left sacroiliac joint likely represents additional small retained fractured fragment of the left essure device. Impression: 1. A retained essure device projects over the left hemipelvis. Additional 2 mm radiopaque fragment projects more cephalic just inferior to the left sacroiliac joint likely represents additional small retained fractured fragment of the left essure device which has migrated into the more lateral left hemipelvis. Impression: no change in prior study. A solitary essure device is identified in the pelvis. Laparoscopy - on (B)(6) 2019: left essure not demonstrated in surgery; on (B)(6) 2019: laparoscopy with search for essure device and retrieval of essure device. Operative findings: essure device located in the omentum, small fragment probably located also. On the dorsal side of the omentum, the hint of the essure device was able to be seen and then we uncovered the fatty tissue around it and then the device was completely seen. There was also a little granuloma to the patient's left of the device which mayor may not have been the other tiny fragment that was seen. Pathology test - on (B)(6) 2019: uterus and bilateral fallopian tubes, supra cervical hysterectomy/ bilateral salpingectomy. Endocervix: no significant pathologic change; endometrium: proliferative phase; myometrium: no significant pathologic change; serosa: no significant pathologic change; fallopian tubes: no significant pathologic change. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, device problem code was updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in an adult female patient who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, dysmenorrhea, menorrhagia, abdominal pain, gastrointestinal disorder, asthma, depression, esophagitis and pneumonia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), fatigue ("fatigue"), back pain ("back pain"), arthralgia ("joint pain"), dizziness ("light-headedness") and tooth disorder ("dental issues"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, pelvic pain, genital haemorrhage, neuromyopathy, fatigue, back pain, arthralgia, dizziness and tooth disorder outcome was unknown. The reporter considered arthralgia, back pain, dizziness, fatigue, genital haemorrhage, neuromyopathy, pelvic pain, perforation and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in an adult female patient who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, dysmenorrhea, menorrhagia, abdominal pain, gastrointestinal disorder, asthma, depression, esophagitis and pneumonia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), fatigue ("fatigue"), back pain ("back pain"), arthralgia ("joint pain"), dizziness ("light-headedness") and tooth disorder ("dental issues"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, pelvic pain, genital haemorrhage, neuromyopathy, fatigue, back pain, arthralgia, dizziness and tooth disorder outcome was unknown. The reporter considered arthralgia, back pain, dizziness, fatigue, genital haemorrhage, neuromyopathy, pelvic pain, perforation and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.